Manufacturer narrative:
A non-sterile orbit galaxy complex fill coil 3 x 6 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received un-zipped and it was found without any damage. The support coil, gripper and embolic coil were received outside of the introducer. The support coil, gripper were inspected found without any damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. The suture was found without any fracture. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. The IFU cautions ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system.¿ based on the information provided, procedural/handling issues may have contributed to the complaint. With review of the returned device and device history records there is no evidence that the complaint was related to a design or manufacturing issue. Additionally inspections are in place to prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Event description:
The orbit galaxy coil (640cf0306/15867037) was streched during inserting into the target aneurysm. The target vessel was secular although the target vessel location was not specified. An excelsior sl-10 (details unknown) microcatheter was used in the procedure. An adequate continuous flush was maintained through the microcatheter at all times. There was no resistance at any time during advancement of the coil through the microcatheter. This was the first coil to go through the microcatheter. There were no kinks in the microcatheter that may have contributed to the event. The coil was not used like a guidewire to reposition the microcatheter. The coil was removed from the microcatheter while the microcatheter remained at the target site. The coil was attached to the delivery system when it was removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The final assembly inspection was reviewed and no anomalies were noted. The complaint could not be confirmed without product return and a root cause of the stretched coil could not be determined. The IFU cautions ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system.¿ based on the information provided, procedural/handling issues may have contributed to the complaint. There is no evidence that the complaint was related to a design or manufacturing issue, therefore, no corrective action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15867037 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.